Event description:
In preparing bevacizumab in the IV cleanroom for dispensing, the final product was noted to be leaking; therefore requiring it to be remade. Products used: pab mixing container 150ml by b braun medical, product #(B)(4), lot j3b915, exp 02/2015; bd q-syte 0.10ml, ref 385100, exp 10/2017, lot 2303454; avastin 500mg, (B)(4), exp 12/2015; avastin 5x100mg vials, (B)(4), exp 01/2015. Prep technique: pharmacy technician attached the q-syte device to the empty 150ml mixing container. Injected the products into the empty bag through the q-syte. Upon removal of the needle/q-syte device, the technician noted the stopper on the empty bag appeared to not retract as it normally would, it took more than the normal amount of time to "reseal". Then upon covering the port with the safety seal, it was noted to be leaking. The product was discarded and remade for the pt. Sterile aseptic technique was employed throughout the entire process. Diagnosis or reason for use: chemotherapy preparation.